Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing heating at the ipg site when turned on and the ipg was having difficulty communicating with the remote control. The patient was also experiencing inadequate pain relief as the patient was not able to use the spinal cord stimulator (scs) device, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per physicians request.